Event description:
It was reported, the patient had swelling in both legs as well as severe pain in right leg, one week post implant. She also stated her right leg seemed to "jerk" all the time. The patient had attempted to adjust the stimulation resulting in stimulation in the wrong location and was not helping with the pain. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.